Event description:
At a rescue scene, the AED stayed in "place electrode" mode when the electrodes were placed on the pt. The responder pushed down on the electrodes but the AED stayed in the "place electrode" mode. The pt was extremely hairy.